Event description:
Just before a procedure, a cupola fell down from its spring arm and the spring arm jumped up to the ceiling. The cupola hit the shoulder of a nurse, and dust from the fluorescent lamp in the ceiling landed in her eye. No injuries to the patient reported. The operation was delayed and the nurse was treated in an emergency room. (B)(4).

Manufacturer narrative:
A biomed of the hospital did the investigation with a maquet service technician. The biomed replaced the broken sleeve with a new one. The customer has provided photos of the affected device. The plastic sleeve securing the light head to the spring arm was cracked, which can allow the retaining pin to move out of position, enabling the reported detachment. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not in charge of maintenance of this device. Maintenance is done by the local biomed.